Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. Customer also states that their insulin pump was alarming. The blood glucose reading was 248 mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly, motor, vibrator, keypad and battery tube assembly. Unable to perform or verify the battery out limit, low reservoir alarm, a13, a17 and a21 test due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.